Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for ischemic stroke; thrombectomy on the m2 segment of the middle cerebral artery. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery, with 9mm diameter. It was reported that the micro-guide wire and micro-catheter were introduced into the distal access catheter coaxially. During the process of reaching the proximal segment of the middle cerebral artery thrombus, the distal access catheter was not shaped. There was air return during aspiration with a 50ml empty needle, and the negative pressure state could not be maintained. The catheter was then removed for inspection and a rupture was found at the catheter tip. React-71 was replaced for aspiration, and the blood vessel was recanalized in one go. The patient was in good condition and the surgery was completed. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Product analysis: ¿ as found condition: the react catheter was returned within a shipping box and a plastic bio-pouch. ¿ visual inspection/damage location details: no damage was found with the react catheter hub. The react catheter body and distal tip were found to be in good condition. ¿ testing/analysis: the react catheter total length measured to be ~140.4cm and usable length measure to be 133.7cm, which is within specification. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter rupture with angio¿ reports could not be confirmed. Catheter rupture/leak can be caused by catheter rupture/damage/puncture/breaks or separations. During react catheter testing, no signs of rupture were observed during the inspection and no leaks were detected during the leak test. In addition, the make/model of the micro-guidewire and micro-catheter were not reported. As a result, the analysis could not be performed, and any contributing factors could not be assessed. Therefore, the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient is currently good. There was no issues that resulted in the damage that was found. During the process of reaching the proximal segment of the middle cerebral artery thrombus, there was no resistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.